Event description:
It was reported that the patient developed an infection. During the initial implant procedure on (B)(6) 2018, the pulse generator was tested and not implanted due to unrelated reason, another device was implanted. On (B)(6) 2018, the patient observed bleeding and drainage on the incision site. On (B)(6) 2018 the doctor prescribed keflex for fourteen days to the patient. The patient presented in clinic on (B)(6) 2018 due to thick yellow drainage coming from the site still. The site was cleaned with peroxide. The patient was prescribed clindamycin to take for seven days. The patient presented back in clinic on (B)(6) 2018 showing that the incision site had not healed.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.